Event description:
The customer contact reported blood loss.the clave port was acessed with a 3ml "tubex syringe" to deliver an unspecified medication.after the nurse removed the syringe,the silicone sleeve of the clave remained depressed and an unspecified amount of blood loss was noted.the clave port was capped.no medical interventions were required.though requested,no addtional information was provided.